Manufacturer narrative:
H4: the lot was manufactured from august 27, 2020 - august 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The reporter stated that after 48 hours of a chemotherapy infusion, the patient and the health care provider noticed that the drug had not been fully administered. The administration was continued for a few more hours but the device did not empty. There was no patient injury or medical intervention associated with this event. No additional information is available.